Event description:
The customer reported that the audio on their central station was not working after replacing the speaker and the audio card.patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that the audio on their central station was not working after replacing the speaker and the audio card. The device was in use on a patient. There was no report of patient or user harm.